Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 106 mg/dl. The customer stated that he was at lunch, programmed settings into his insulin pump, and placed the device into his pocket, which was when he received the alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump button error alarm due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.